Event description:
It was reported that the device was sent in for preventative maintenance only but found that the corroded motor need to be replaced. Upon product evaluation investigation there was unstable motor speed of the device. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the motor had signs of corrosion and the motor speed was not stable. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.